Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 leaked medication "excessively" during use, and every time the ampoule was changed, leakage occurred. Additionally, it was reported that the consumer reused a needle due to having a lack of them, and was uncertain if he had applied more than the required dose. The following information was provided by the initial reporter: "the customer informed that when making the applications the pen has dripped excessively more than normal, and every time that the ampoule is changed there is this excess of drip, in the last application that realized used the same needle not changing due to lack of needles, but informs not to know if applied more than the dose or if you think that applied because it mentions that the pen locked became rigid then returned to the noramal, and says that every time his medication never lasts what it should."

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. The pen was evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose droplets observed 5 1 1 2 the sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Dripping pen: based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification. As a consequence, bdm-ps will not conduct a full root cause analysis. Plunger stuck: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the bd omnitrope® pen 10 leaked medication "excessively" during use, and every time the ampoule was changed, leakage occurred. Additionally, it was reported that the consumer reused a needle due to having a lack of them, and was uncertain if he had applied more than the required dose. The following information was provided by the initial reporter: "the customer informed that when making the applications the pen has dripped excessively more than normal, and every time that the ampoule is changed there is this excess of drip, in the last application that realized used the same needle not changing due to lack of needles, but informs not to know if applied more than the dose or if you think that applied because it mentions that the pen locked became rigid then returned to the noramal, and says that every time his medication never lasts what it should."